Event description:
It was reported review of the electrogram revealed auto mode switching episodes due to atrial lead noise. Lower out of range pacing lead impedance and inadequate capture threshold measurements were also detected. Noise could not be replicated in the clinic with muscle movement or pocket manipulation. The pacing and sensing configuration were programmed and there have been no further reports of lead noise. The patient will continue to be monitored.